Event description:
It was reported that the patient presented in backup vvi mode. The patient's presenting rhythm was 67.5 ppm. A device status report showed normal elective replacement indictor (eri). The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.